Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2014 at 9:00am. The patient informed the csr that she in on insulin pump therapy and claimed she continued with her usual diabetes management regimen in response to the alleged meter issue. The patient reported developing symptom of feeling ¿shaky¿ 8-9 hours after the alleged issue began. In response to this symptom, the patient claimed she treated herself with food and/or drink at 9:30pm. The patient claimed no other blood glucose tests were performed on any other device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, there was no indication of misuse of the device and the batteries did not need replacing. The csr confirmed the correct strips were being used for testing and that the patient was unable to turn the meter on manually or with a test strip. It was noted that the alleged power issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.